Event description:
It was reported that there was unstable impedance, oversensing which inhibited pacing, low impedance of 170 ohms, and suspected insulation damage. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.